Event description:
The following has been reported: power supply unit / speaker error. Reporting due to a potential error 51 (speaker issue). Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.